Event description:
Customer reported the lock at the base of the c-arm will not hold. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the lock plunger and set screws. System operates as intended.